Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.346" x 0.152" in size. The instrument was found to have broken electrical contacts. The broken piece, measuring approximately 4.46mm x 0.87mm in size, was not returned with the instrument. Due to the broken electrical contacts and tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument also was found to have a bent electrical contact. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip of the monopolar cautery instrument was broken. The procedure was completed as planned with no reported injury.